Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary. Investigation flow: functional/device interaction and damage. Visual inspection: the radiolucent insertion handle for expert nails/100mm (p/n: 03.010.486, lot number: 8807686) was received at us cq. Visual inspection of the complaint device showed that the device was unable to assemble with a mating device (03.010.523, pi-15768036385708242) due to the complaint device having damaged internal threads and the mating device having damaged threads. Device failure/defect identified? Yes. Functional test: the complaint device cannot be assembled with its returned mating device. The complaint was able to be replicated. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage and the nature of the complaint condition. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the complaint device cannot be assembled with the mating device and also has damaged threads. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.010.486. Lot: 8807686. Manufacturing site: haegendorf. Release to warehouse date: mar.28, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2019, the insertion handle and the driving cap would not thread together. The two reported devices were able to make work by holding the top of each devices. It is unknown if there was a surgical delay. Patient status and surgical outcome are unknown. This report is for one (1) radiolucent insertion handle for expert nails/100mm this is report 1 of 2 for (B)(4).